Manufacturer narrative:
Correction: aware date of supplemental MDR sequence number 2 inadvertently filed as (B)(6) 2018. Aware date should have been (B)(6) 2018.

Manufacturer narrative:
The positioning sensor unit (psu) for the navigation system was received by the manufacturer for evaluation. Testing found that the psu intermittently tracked along the far left edge and back edge of the field of view. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Software investigation was performed and the cause of the issue was due to loose cables.

Manufacturer narrative:
H6) analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Following replacement of the components, the hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the navigation system would intermittently display that the localizer was not connected. Replacement parts were shipped to the site, however confirmation of replacement has not been provided.

Event description:
A site representative reported that, while in a cranial resection, the navigation system displaying that the localizer was not connected during registration. It was noted that the power in the operating room (or) was on when the reported issue occurred. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. There was no impact on patient outcome. No additional information was provided.